Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2009, inratio: 7.1, lab: 4.0. Caller stated it was her 1st time testing patient on the meter but patient has been on coumadin for 3 months. Patient target range is 2.0 - 3.0 inr on the meter. Caller stated that a retest was performed on (B)(6) 2009 with a result of 4.3, but no lab information was available.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 6-25-09, inratio: 7.1, lab: 4.0 mean: 5.55, confidence limits: unable to determine. A 4.3 inr was omitted for comparison test due to insufficient lab results and tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. In-house accuracy test. Test date: donor 3 ((B)(6) 2009), donor 4 ((B)(6) 2009). Returned meter (B)(4), in-house meters (B)(4). Retained strip ln: 080938a. Comparative sys: sysmex 560. 2 therapeutic donors: . The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria; no further action is required. Product deficiency was not established for retain strip and returned meter. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action required at this time as no product deficiency was established. As of 07/13/2009, 6 discrepant results complaints were reported for lot #080938 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.